Manufacturer narrative:
This report is for an unknown bme implant /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient had been implanted with bme (bio medical enterprise) implant on an unknown date. Subsequently, the patient developed an allergy to nitinol (nickel-titanium alloy).the implant was removed on an unknown date. Patient information and status is unknown. This report is for an unknown bme implant. This is report 1 of 1 for complaint (B)(4).